Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The sphere and baseplate had become loosened and sphere and insert were replaced with new ones. The surgeon said that the screws in the sphere were not tightened enough at the initial operation.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.